Event description:
Patient reported "uncomfortable pain, especially when lying on your stomach, encapsulation, breast is high and makes noise and to know about the warranty and was informed of the recall". Patient later reported "suggestive of encapsulation, and ultrasound and was diagnosed possible rupture was not clear in the exam, only the suspicion of encapsulation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "uncomfortable pain, especially when lying on your stomach, encapsulation, breast is high and makes noise and to know about the warranty, and was informed of the recall". Patient reported "suggestive of encapsulation, and ultrasound and was diagnosed possible rupture was not clear in the exam, only the suspicion of encapsulation". Legal representative reported "intense pain in the chest area", "emotional suffering" and "physical discomfort". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.